Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: because the subject product is an old one which has been discontinued, it is presumed that the light source was not turned on because of the failure caused by wear of the power supply unit.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and user facility contact information. The customer replaced the light bulb and this fixed the issue. This was not a clinical setting and was in an office.

Manufacturer narrative:
The device was not returned to olympus for evaluation or repair. The customer confirmed the issues had been fixed by replacing the light bulb on the device. Based on the investigation completed, the following cause is presumed: since the device an old model which has been discontinued, the light source was not turned on because of the failure caused by wear of the power supply unit.

Event description:
The olympus sales rep reported the device had no power on behalf of the customer. The customer did not report any consequence or impact to the patient.